Event description:
Report rec'd by letter from attorney alleges "device removed due to defective nature and cessation to provide...dramatic increase in pain...no destructive testing." (No product returned to date).